Manufacturer narrative:
Concomitant products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection. Eight weeks later, the ICD system was replaced. No further patient complications have been reported as a result of this event.